Event description:
It was reported that the patients ipg has stopped working and has been in pain on the low back area. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.